Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04218. It was reported that balloon deflation issues and catheter removal difficulties occurred. A 3.50 x 38 and 3.50 x 20 synergy ii everolimus-eluting platinum chromium coronary stents system were used to treat the lesion. During stent deployment, the stent delivery balloons did not fully expand. The stents were able to be deployed successfully. After stent deployment, the balloons did not fully deflate when negative pressure was applied. Multiple attempts were necessary to remove the stent delivery systems as the balloons were getting caught on the guide catheter. The procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.50 x 38mm stent delivery system (sds) was returned for analysis. The crimped stent was deployed during procedure and therefore not returned with the device for analysis. An examination of the balloon found that the balloon had been inflated and was not refolded. There was a significant build-up of contrast media in the proximal end of the balloon. The device was connected to an inflation device and an attempt was made to apply positive pressure to the balloon chamber but this attempt failed. The device was immersed in 37 degrees water to aid with the inflation; however, all attempts failed to inflate the balloon. No issues were noted with the inflation lumen and the proximal weld area. The proximal weld od (outer diameter) was measured using calibrated lasermike. A microscopic examination of the balloon identified no tears or holes in the balloon material. A visual and tactile examination identified that the hypotube was kinked at various locations along its length. A visual and tactile examination found a significant build up of hardened medium in the shaft polymer extrusion in particular at the port entry site. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no issue with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04218. It was reported that balloon deflation issues and catheter removal difficulties occurred. A 3.50 x 38 and 3.50 x 20 synergy ii everolimus-eluting platinum chromium coronary stents system were used to treat the lesion. During stent deployment, the stent delivery balloons did not fully expand. The stents were able to be deployed successfully. After stent deployment, the balloons did not fully deflate when negative pressure was applied. Multiple attempts were necessary to remove the stent delivery systems as the balloons were getting caught on the guide catheter. The procedure was successfully completed. No patient complications were reported.